Manufacturer narrative:
It was reported that the battery quickly depleted when connected to the controller and would not charge when connected to the battery charger. The battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause can be attributed, but not limited to an inadequate weld, inadequate soldering, an internal communication error and/or a faulty component. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient brought a defective battery into the clinic. The patient indicated that the battery was in use with full charge. He briefly disconnected the battery and reconnected it to his controller. When he reconnected the battery, it was completely depleted. He placed it on the charger and both the "standby" and "ready" light lit up with a yellow light and the battery would not charge. The issue was duplicated by the representative at the clinic. The battery appeared to have "shorted out". The battery was replaced with no reported consequence or impact to the patient. No further information has been provided.